Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion seal to be peeling from the bezel, and a damaged air detector. Functional testing noted a defective power switch and harness. The dso seal, power switch, harness, and air detector were replaced, and the downstream occlusion and upstream occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.b3. Date of event: unknown.

Event description:
It was reported that the device won't power on. There was unknown patient involvement. The device evaluation noted the downstream occlusion seal to be peeling/delaminated.